Event description:
Patient contacted dexcom technical support on (B)(6) 2012, to report that on (B)(6) 2012, he had suffered a hypoglycemic episode and had lost consciousness, while he was at the hospital visiting his daughter. Paramedics were called and patient was given IV and d50. It is unknown what patient's cgm and bg values were at the time of the event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. Device not returned to manufacturer.